Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Investigation into this issue is ongoing and if additional information is received, a follow-up report will be submitted to the FDA. The following sections could not be completed with the limited information provided. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. 510k number - unknown. Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction.¿

Event description:
It was reported that patient underwent left total knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014 due to infection. The tibial bearing was removed and replaced.